Event description:
On (B)(6) 2012, the patient contacted animas and stated that the up/down arrow keypad buttons were unresponsive. The issue reportedly started to occur 2 weeks ago and progressively became worse. The patient reportedly wore the pump attached to a belt and used dove hand soap to clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the down button was intermittently responsive. During investigation, evidence of contamination was found under the contrast, down, and up key contacts.